Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 258 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. The customer stated that the insulin pump began working later on when she put the battery back in. Advised the customer to use the replacement insulin pump, not the device which had malfunctioned. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.